Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and "murky" effluent. The patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with unknown antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. Seventeen days prior to the receipt of this report, the peritoneal dialysis catheter was removed. On an unreported date, peritoneal dialysis therapy was discontinued and the patient is currently on hemodialysis therapy. After seven days of hospitalization, the patient was discharged. It was not reported if the patient was recovered or was recovering from the peritonitis event. No additional information is available.